Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation carried out by local service engineer identified the esm module as defective component. Replacement of this part resolved the issue.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): the options disappeared / options not found. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported.